Event description:
Plaintiff alleges that she suffered and will continue to suffer in the future, severe emotional distress, and inability to engage in her normal activities. She has suffered physical injuries, including but not limited to hives, wheezing, hand dermatitis, runny eyes, runny nose, dizziness, flu-like symptoms, and other physical injuries as well as great despair, and loss of enjoyment of life. Plaintiff alleges that he has been deprived of the love, services, advice, companionship and consortium of his wife and will continue to be deprived of the same to his great detriment for an indefinite period of time in the future.